Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message during patient use. According to the report, the responding crew immediately administered manual CPR on the patient. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event on (B)(6) 2017. As part of routine service during testing, the platform was examined and found physical damages. After the processor board and the damaged parts were replaced, the device was tested to full specification and passed without any further issue observed. The autopulse platform is a reusable device and was manufactured on 17 jan 2013. It is approaching its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).